Manufacturer narrative:
Performed visual examination under magnification of the returned broken hex driver. The fracture surface plane was determined to be oblique. This indicates that the driver tip failed due to an excessive bending load. Hex tip drivers are designed to resist torsional, turning, loads, but may fail when excessive bending loads are applied to them.

Event description:
While implanting an orthopedic plate, the driver tip broke off in the head of one of the locking screws. The broken driver tip, in the screw head, remains implanted.